Event description:
Patient called to report she developed a corneal ulcer ,while wearing acuvue 2 brand colour lenses. She said it occurred while she was wearing her first pair of lenses. The patient reportedly awoke with a red and irritated right eye and sought treatment from primary care physician. The patient was referred to an opthalmologist. Requested release to discuss with the ophthalmologist. Received a letter from the ophthalmologist stating the patient had "been diagnosed with a corneal infection and should not wear contact lenses, while under treatment for this." The ophthalmologist would not provide any additional information without a release from the patient and the patient refused to provide a release. The patient said she has a history of diabetes. She said ulcer was successfully treated. "The patient returned 24 sealed blisters from the same lot as the lens worn at the time of the reported adverse event. The patient did not save the lens in question. The parameters of the 24 lenses were measured and a visual inspection was performed. The lenses meet company standards for base curve, center thickness, and diameter. Two lenses had edge chips and two lenses had edge tears. No other visual attributes were observed. The solution was also tested. The pii and conductivity were within specification. The lot history review found; the batch record did not show any abnormalities in mononmer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. No additional information is available.